Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal mesh revision, perineoplasty and cystourethroscopy on (B)(6) 2009 for vaginal mesh extrusion, urinary frequency, nocturia, presence of a band of scar tissue at the posterior fourchette causing dyspareunia and moderate interstitial cystitis.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with mesh a&p repair and cystourethroscopy w/bladder biopsy due to urinary urgency and nocturia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent vaginal mesh revision on (B)(6) 2009 due to extrusion, dyspareunia, nocturia and urinary frequency and anterior/posterior and apical mesh excision on (B)(6) 2009.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.